Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope displayed a green image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed, along with a damaged optical fibre bundle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event and the damaged optical fibre bundle could not be identified. However, it¿s likely the cause of the reported event is related to a defective insertion tube, and the cause of the damaged optical fibre bundle is related to improper handling by the user. Olympus will continue to monitor field performance for this device.